Manufacturer narrative:
Depuy spine has requested return of the instruments for evaluation. A follow up medwatch report will be filed upon receipt of the devices and completion of the evaluation.

Event description:
International affiliate reports that during inspection of a returned loaner kit, the tips of two drivers, both lot 0310mi, were found to have broken off from the instruments. The very distal tips that engage in screw heads had broken off and the pieces were missing. It is not known whether a malfunction occurred as the tip breakage had not been reported to the affiliate. It is not known when/where the tip breakage occurred. As unintended portions of the devices may have been left embedded in implants during a procedure, an MDR is being filed to document the event.